Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient was outside smoking and they felt a hot sensation in the their back. The patient's doctor did not determine the cause and the patient reported that the ins site still gets noticeably warm at time, even when the ins is turned off. No actions were planned at the time of the report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the ins got really hot and lasted 10-15 minutes. When the patient left work, the heat had eased up but was still hot, but then when they lifted their leg to get in their truck the ins got hot again. The patient went to the urgent care for it. The skin around the ins site was reported to be red. They were redirected to the doctor. No further complications were reported or anticipated.